Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unresponsive on update screen and the device did not turn on. The field service engineer (fse) powered off the device, reseated the cables, powered it back on, and ran the hardware test application (hta). The fse verified that both main drawers 3.1 and 3.2 were functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ssh_ed unit was stuck on the update screen and would not turn on, and remote smart services (rss) showed the device as offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.